Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that during implant uncover and stability test was being performed on implant # 2, evidence of peri-implantitis and granulation tissue around implant #2 was noticed during stability test. Implant was removed and area grafted. Patient returning for implant replacement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.